Event description:
It was reported that the patient consulted with the physician because he was concerned about the distal tip of his right cylinder which was creating discomfort and appeared to be an impending erosion. Two months after, the physician performed a revision surgery in which the inflatable penile prosthesis (ipp) was removed, both corporal bodies were re-dilated, a distal corporoplasty on the right side was done and a new ipp system was implanted. The patient was doing fine post surgery.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.